Event description:
It was reported that the luer connection of a solution administration set separated from the bottom part of the IV tubing. This occurred during disconnection from the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned; therefore, an evaluation could not be conducted. Should additional relevant information become available, a supplemental report will be submitted.